Manufacturer narrative:
The cannula accessory was determined to meet all specifications and was not defective. There were no anomalies noted in the device history record for the specified lot number.

Event description:
A 30cm cannula accessory was being used for cardiac access prior to epicardial ablation and with the appearance of blood, an injury to the left ventricle of the patient was observed, requiring open sternotomy and repair. It is likely that the cannula pushed into the left ventricle causing a tear. There was no ablation performed. Once tear repair was complete, an atriclip device was placed. The cannula accessory appeared normal and was returned for investigation. The patient has recovered and has been discharged since the procedure.